Event description:
The patient reported falling out of bed, causing the wound to open and become infected. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. Patient is doing well and no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The doctor thinks the wound was not healing due to the patient removing the staples themselves (patient noncompliance) and being a smoker (patient selection), which can cause slow healing. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance to the IFU as the patient removed their own staples (user error patient).